Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced ectasia on both eyes (ou) at a 9 year post op exam. The date of discovery of ectasia was on (B)(6) 2017 and the initial lasik treatment was on (B)(6) 2008. At the post op exam, the patient had come in for an enhancement evaluation and the surgery center discovered corneal ectasia on both eyes. The patient's chief complaint was of blurry vision at a distance and improves when wearing glasses. The surgery center indicated there was a loss of best corrected visual acuity (bcva). The patient was referred to a specialist for a cross-linking evaluation. Bcva from (B)(6) 2007: right eye pre-op 20/20 -1.50 x -3.50 x 17; left eye pre-op 20/20 -1.25 x -3.75 x 9. Bcva from (B)(6) 2017: right eye post-op 20/30 -3.25 x -3.25 x 45; left eye post-op 20/50 -4.25 x -2.00 x 163.